Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer's report of the device shut down was verified and the pace/defib engine board was replaced to remedy the report. The customer's reports of "defib and pacer disabled" messages was verified and attributed to an open fuse on the analog board. The analog board was replaced to remedy the reports. The customer's report of cable fault was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The analog board and pace/defib engine were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and while using ac power displayed "defib disabled", "pacer disabled", and "cable fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and while using ac power displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.